Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
According to the pharmacist a (B)(6) customer received a blood glucose reading over 19mmol/l on the contour next usb and took extra units of insulin. More specific information was not provided. The customer exhibited hypoglycemic symptoms such as fatigue, shaking, confusion. She ate some sugar. Medical intervention was not required. Customer's meter was replaced strip information was not provided. Strips were not expected to be returned for evaluation.